Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Visual analysis of the photographs identified little fluids inside the device and appears to be delamination total in the diaphragm valve.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Event description:
Healthcare professional additionally reported valve delamination from the shell.